Event description:
It was reported that during a pta treatment procedure, the lg vessel pemt balloon dilatation catheter hub fractured at 8 atm on the first inflation. No pt injuries or complications were reported. Additional, info has been requested.